Event description:
It was reported that there was foreign matter in the prn of bd intima-ii¿ closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of neurology department opened the package before using, there was black foreign body found in the prn.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes; d.10. Returned to manufacturer on: 05-aug-2022. H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2054843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, three samples was returned to our facility to aid in our investigation. Our engineers noted that of the three, only one displayed the reported black foreign body, which could not be removed from the heparin cap where it was located. The black spec is the result of raw material variation, and is caused by an abnormality in the injection molding process that results in higher than expected heat or longer than expected exposure to high heat. Excess raw material that has become adhered to the mold is the most likely candidate for carbonization and later adherence to a finished component. For this reason our engineers have increased the rate of molding inspection to confirm that no build has occurred during the course of production., as well as, implementing stricter inspection requirements. H3 other text : see h.10.

Event description:
It was reported that there was foreign matter in the prn of bd intima-ii¿ closed IV catheter system. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of neurology department opened the package before using ,there was black foreign body found in the prn.